Event description:
Additional information received noted that the capacitor maintenance of the patient's implantable cardioverter defibrillator failed. The reported device explanted and replaced on (B)(6) 2024. The patient is recovering from procedure.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited long charge time. No interventions were performed. The patient's condition was unknown.